Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a week or two prior to the report, that the patient lost her balance, twisted on the left side, and fell. The patient thought that the implant was high enough, but maybe it did get caught. Additional information has been requested regarding actions/interventions taken to resolve the possible catching of the implantable neurostimulator, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported no further appointments had been scheduled with the physician to resolve the possible catching of the implant when they fell. The consumer made an appointment with the manufacturer¿s representative (rep) to recalibrate their ¿hard control¿ device.